Event description:
Purchased back support belt from consumer shopping through (B)(6). Opened the package of the first back support belt, an odor emitted from it and a water substance was leaking from it. Contacted the seller and they agreed to send him another one. Pt received the second back support belt on (B)(6) 2013 and a noticeable odor emitted from it as well. The toxic fume filled the room which made pt nauseous. There is a label warning on the device indicating it can cause cancer, birth defects and reproductive harm. Pt is concerned that the device is toxic which can cause serious problems to consumers.